Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 4-5mm lateral inaccuracy with the navigation system and the imaging system. In trouble-shooting, the surgeon took a second spin, however, the issue was not resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014, a medtronic representative, following-up at the site, performed testing using a saw bone model and the same instrument tray and reference frame as used in the procedure, and the reported issue could not be replicated. All o-arm imaging system spins taken on both sides and transfers of the spins to two different stealthstation s7 systems were accurate. (B)(4) 2014, a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. It was noted that the patient reference was possibly moved, or bumped into, prior to navigation, resulting in the accuracy deviance. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
.